Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right internal jugular vein due to deep vein thrombosis (dvt) requiring hysterectomy to protect from additional pulmonary emboli. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "fear and anxiety that the 3mm perforation beyond the ivc (inferior vena cava) wall will continue to cause more internal damage that will eventually lead to death". Patient additionally notes limits in day-to-day activities. Per the (B)(6) 2017 inferior vena cava cook celect filter placement: "..deployed the ivc filter just below the renal veins. The deployment went smoothly and centrally without any problems". Per the (B)(6) 2019 CT (computed tomography) abdomen: "ivc filter tilt: 0 degrees. Apex of the filter abuts the ivc wall: no. Position: appropriately positioned below the most inferior renal vein. Perforation beyond ivc wall: 3mm. Involvement of adjacent organ or vessel: yes. Fractured and/or migrated strut fragments: none. Stenosis of ivc: none.

Manufacturer narrative:
Device code): appropriate term/code not available (3191) for alleged device perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, fear, anxiety, and limited day-to-day activities. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported fear, anxiety, and limited day to day activities are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2017". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.